Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent occlusion alerts on an infusion set while using a teflon cannula, with persistent elevated blood glucose despite multiple set changes and troubleshooting; the event aligned with an obstruction of insulin flow and involved the connector/coupler component. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a deformation problem contributing to obstruction of flow in the infusion set, implicating the connector/coupler. The issue resolved only after changing supplies, and replacement supplies were shipped with education to check ketones and use backup insulin therapy. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.